Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility the pump was in use to administer pca medication to a pt. The reporter stated that the pump caused the pt to go into respiratory arrest. No information was provided to indicate pump operation issues caused the pt injury. User facility only reported issues downloading the pump history.